Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported the lead alert triggered for a high impedance measurement on the right ventricular lead due to a possible lead fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.